Event description:
It was reported that patient (pt) is having trouble with their communicator since yesterday. Patient stated their implant is off and they want to turn it back on but their communicator will not turn on. Patient confirmed on the call the communicator powered on. Agent walked patient through steps to connect with their implant. Patient initially got no device response when trying to connect with their implanted neurostimulator. Patient repositioned communicator on their implant and confirmed successfully connected with their implant. Patient stated therapy was off. Patient then stated they saw no device response again when trying to turn therapy on. Agent reviewed to ensure communicator was still over patient's implant. Patient confirmed communicator was on their implant and confirmed successfully turned therapy on. Patient reported once turned therapy on that their voice was "different" and stated their voice is different for a few seconds with turning therapy on. Patient stated it felt like a "rush" (agent unable to make out what else patient said at this point in the call). Patient later confirmed they were feeling better during the call following turning therapy on. Patient confirmed therapy was on and implant battery was at 100%. Patient mentioned they are having MRI tomorrow. Agent reviewed how to turn therapy on/off for MRI per patient's request. The troubleshooting steps that were taken on the call resolved the issue. Agent had a difficult time hearing patient throughout call and made best attempt to collect all relevant event information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.